Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery, on (B)(6) 2024, a light adjustable lens+ (lal+, sn (B)(6), +16.0d) was implanted in the patient's eye in error instead of the originally intended lal+ (+9.0d), resulting in a +6.0d refractive surprise post cataract surgery. On (B)(6) 2024, the lal+ (sn (B)(6), +16.0d) was explanted and a new lal+ (+8.0d) implanted as a replacement. Rxsight's first awareness of this event was on 05/22/2024.